Manufacturer narrative:
(B)(4).

Event description:
A manufacturing representative and health care provider (hcp) reported that low impedances were measured and the patient had sudden shock-like symptoms. The patient felt the sensation along the entire side of their body. The cause of the low impedances and shocking sensation was not determined. Device interrogation, x-rays, and an MRI were done. The patient was reprogrammed. The patient's indication for use is essential tremor and movement disorders. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.